Manufacturer narrative:
A replacement breast pump including the power adapter was sent to the customer and requested the defective breast pump and power adapter be returned for eval. The defective breast pump and power adapter were received at medela on (B)(6) 2014. A product eval revealed the transformer housing was breached, exposing inner electrical circuitry, which is a safety risk. A visual examination of the power supply revealed the transformer housing is separated, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.36 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across ac blades measured as 54.2 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with the damaged transformer housing for the pump in style device is currently being investigated under (B)(4).

Event description:
During the product eval on (B)(6) 2014, the tech observed a breach transformer housing exposing inner electrical circuitry, which is a safety risk.